Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. There were no issues with other patient samples. No hardware errors occurred at the time of the event. The customer suspected a possible blood collection issue because the sample was sent in for testing and not collected on site. Inadequate mixing, centrifugation or other mishandling of the sample cannot be excluded as contributing factors to the discordant results. The sample tube manufacturer's instructions for use (IFU) must be followed, including mixing of the sample after phlebotomy, to ensure complete dispersion of the anti-coagulant throughout the sample to avoid latent fibrin formation in the plasma portion of the sample. The issue is sample specific, but the specific cause of the discordant results cannot be determined. The reagent is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2020-00036 was filed for the discordant prothrombin time result obtained on 08-jul-2020.

Event description:
A discordant, falsely elevated prothrombin time (pt) result was obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The discordant result was not reported to the physician(s). The same sample was repeated on the same system using the same reagent, resulting lower. This result was reported, as the correct result, to the physician(s). The following day, another discordant, falsely elevated pt result was obtained on another sample from the same patient on the same sysmex ca-660 system using dade innovin reagent. The discordant result was not reported to the physician(s). The patient was redrawn and the redrawn sample was run for pt on the same sysmex ca-660 system using dade innovin reagent, resulting lower. This result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) results.